Event description:
The plaintiff was implanted with an ams miniarc sling on (B)(6) 2010, with the intention of treating her stress urinary incontinence. It was alleged that, "after, and as a result of the implantation of the product, the plaintiff suffered serious bodily injuries, including, but not limited to, painful intercourse, infection, urinary problems, and other injuries." The plaintiff has also experienced, "significant mental and physical pain and suffering, will likely be forced to undergo corrective surgery, has required add'l medical treatment, and has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.